Event description:
It was reported that the patient was unable to set to MRI mode and has ineffective therapy. Diagnostic evaluation confirmed several high impedances. Surgical intervention may be taken at a later date to address the issue. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial (B)(6), batch: a000150592. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.